Manufacturer narrative:
(B)(4). The customer returned the inspiratory and expiratory limbs of an 880-36 kit, iso-gard breathing circuit for evaluation. Upon receipt the circuit was examined for any visual signs of damage/abuse/misuse. It should be noted that both limbs of the circuit are exhibiting "dimples" in the corrugated tubing. These dimples do not appear to be related to heat damage. When the corrugated tubing is massaged the dimples will relax out. It should also be noted that the expiratory heated wire connector is heavily soiled (blackened and reported as burned) on the outside of the connector and on the inner connector contacts. There are no visual signs of heated wire circuit "milking", no indication of wires bunched or gathered causing hot spots on the corrugated tubing on either limb. The complaint states the circuit was burned, which is not accurate. From the sample returned and the report from the sales representative, the c ircuit experienced a short circuit condition due to water leaking into the heated wire connector. The complaint description does not require a functional test to understand the cause and effect of the incident. To ensure correct manufacturing and operational specifications the assigned resistance of the heated wires was measured. (Con't) other remarks: both the expiratory and inspiratory limb heated wires measured 13.4 ohms. The acceptable range for the resistance value is 12.80 - 14.3 ohms. The recorded value is well within the assigned range. The reported complaint of a burned circuit is not accurate as was later edited and corrected by the sales representative who witnessed the complaint setup. The customer positioned the neptune pigtail and the circuit expiratory heated wire connector in a manner that allowed water from the hamilton ventilator to either drip, or run directly into the pigtail and circuit connectors. After enough time lapsed and corrosion set in at the electrical contacts, an electrical short (electrical arc) was experienced which caused the heavy discoloration of the circuit connector. While at the site, the sales representative demonstrated a route for the electrical leads that would easily prevent this scenario from happening again. As part of this complaint report, it should be mentioned that immediately after the neptune heater sensed a short condition in the circuit wiring, it shut down, as designed. The defect was discovered after use. Therefore, based upon the time of discovery and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "neptune humidifier alarmed red alert and the vent circuit was found to have burn marks on it." Alleged event reported to have occurred during use. Customer reported there was no injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. A device history record review could not be conducted since the lot number was not provided. Visual inspection was performed of photos submitted with the complaint. It can be observed that the yellow connector has a black stains. Such stains also can be appreciated in the female connector of machine where the yellow connector plugs in. Burns in circuit cannot be observed. Customer complaint cannot be confirmed based on the information received. If the device becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "neptune humidifier alarmed red alert and the vent circuit was found to have burn marks on it." Alleged event reported to have occurred during use. Customer reported there was no injury or consequence to the patient. Patient condition reported as "fine".